Manufacturer narrative:
Section a: patient information was requested but not yet provided. Section d4: product serial number was requested but not yet provided. Section e1: reporter postal office or zip code: (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a weakened spot on the proximal patient side but no tear. There were no alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted photograph confirmed a driveline cosmetic issue; however, a specific cause for this finding could not be conclusively determined through this evaluation. The submitted photograph captured indentations to both sides of the driveline outer jacket in an area just proximal to the controller connector bend relief. It should be noted that the outer jacket was not breached in this location. The remaining areas of the driveline present in the photograph appeared unremarkable. The submitted log file contained events and data captures from (B)(6) 2023 through (B)(6) 2023, per the timestamps. No notable events or alarms were captured. The pump appeared to function as intended at the set speed for the duration of the file. The patient remained ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), until undergoing a heart transplant on (B)(6) 2023 (reference MFR. Report # 2916596-2023-03226). The relevant sections of the device history records for (B)(6) and driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C. Is currently available. Section 6, ¿patient care and management¿, discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 8, ¿equipment storage and care¿, also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook, rev. C. Is also currently available. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. This section also outlines proper driveline maintenance. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. No further information was provided. The manufacturer is closing the file on this event.